Manufacturer narrative:
The reported event could be confirmed. In the related (B)(4) it was stated: three damaged - un3 screw, self-drilling, 1.5x4mm - (one wing of each cross-pin is broken off) were returned in order to determine the root cause of the failure. The screws were examined regarding the dimensions, chemical composition (edx analysis), as well as, by light and scanning electron microscopy. The (measurable) dimensions are in accordance with the specification. The chemical composition conforms to the specification - (B)(4) (ti grade 5). The investigation shows that due to too high torsional forces - originated during the screw-in - and thereby resulting high bending forces, one wing of each cross-pin is broken off. The other wings show heavy damage in screw-in and screw-out direction, whereas the damages in screw-in direction prevailed. The investigation with sem shows on the fractured surfaces the typical honeycomb structure of a ductile forced rupture resulting from too high bending forces. Indications for material or manufacturing related problems were not found in this investigation. Moreover, the reporting sales rep specified that the screws fractured when the surgeon kept tightening the screw after it was already fully inserted to the plate. This statement supports the assessment of the related (B)(4). No corrective and/or preventive actions are deemed necessary at this time. The complaint is added to the complaint trend.

Event description:
It was reported by a company representative that during a cranioplasty procedure the screw head fractured/crumbled off from the screw body while the surgeon was plating the skull on the back table. The procedure was completed successfully without a delay. No medical intervention and no adverse consequences were reported with this event. No other information about the case is known.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported by a company representative that during a cranioplasty procedure the screw head fractured/crumbled off from the screw body while the surgeon was plating the skull on the back table. The procedure was completed successfully without a delay. No medical intervention and no adverse consequences were reported with this event. No other information about the case is known.